Manufacturer narrative:
Death date: 2016. (B)(6). Device is a combination product. Device evaluated by MFR:the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
(B)(4) clinical study. It was reported that the patient died. In (B)(6) 2014, the patient was referred for cardiac catheterization and index procedure was performed. The target lesion was located in mid left anterior descending (lad) artery extending up to distal lad with 75% stenosis and was 30 mm long with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation and placement of 3.00x38mm promus element ¿ long stent. Following intervention residual stenosis was 0%. Eight days after, the patient was discharged on aspirin and ticagrelor. In 2016, the site reported an event of death. The primary cause of death was "heart disease".